Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The complaint review was not performed as there was no issues reported related to the device. It should be noted that in the mitraclip system instructions for use (IFU) manual states: do not use the mitraclip system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilized the system. Use of expired, reused re-sterilized devices may result in infection, endocarditis, and /or sepsis all available information was investigated, improper or incorrect procedure or method was due to user deviating from IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the steerable guide cather was used after expiration date. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat a mitral regurgitation (mr) with grade 4. Two clips were implanted reducing mr to 1. The steerable guide catheter (sgc) was used after expiration date of 04/15/2020. There was no adverse patient effect and no clinically significant delay in the procedure.